Event description:
Customer's mother reported via phone call that they changed the battery and it depleted after two days. On (B)(6) 2015 they changed the battery and it turned on with the third battery but the day of the call, the battery went low again and the display went blank. Blood glucose value was 160 mg/dl. It was stated that the insulin pump does not have physical damage and was not exposed to moisture. The contacts on the battery cap are not missing or damaged and the battery compartment is not damaged or corroded. It was advised to insert a new battery; the display did not return. It was instructed to remove the battery for 10 minutes, clean the battery cap and reinsert the battery; the display returned but after the restart the screen went blank. The battery was removed and reinserted and customer received a battery out limit alarm. It was advised to monitor the insulin pump but she requested it to be replaced. The insulin pump would be replaced and returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was monitored and no blank display anomalies were noted. However, unit received with corroded battery tube. No battery out limit alarms or low battery alerts noted. The insulin pump powered up properly after battery installation and the operating currents are within specification. The insulin pump has minor scratches on the lcd window.